Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer reported insulin was leaking out on their skin and they had a bent infusion set cannula. The customer stated they were experiencing sensor glucose versus blood glucose differences. The customer is a brittle diabetic. The insulin pump will not be returned for analysis.